Event description:
It was reported that there was a patient death due to unknown causes. It was noted that the patient's family suspected the "death was unrelated to the pump directly." The last pump refill occurred on (B)(6), 2012. It was noted that the patient had complained the pump (and no other treatments) were no long efficacious. The device system was used to deliver infumorph and bupivacaine. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that it remained unknown if the cause of death was related to the pump as the pump was not removed and "must have been cremated with the body"; therefore analysis could not be performed.

Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: 2006-(B)(6), product type catheter. (B)(4).